Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 405 mg/dl. The customer was treated for high blood glucose with bolus. The customer declined to troubleshoot for high blood glucose due to no delivery. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 405 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer was unable to troubleshoot because he has no longer previous infusion set available. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer was advised at time displacement test and manual prime were successful and motor error did not recur. The customer was advised to monitor pump.